Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary ==> examination of the returned device confirms the reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> DHR reviewed - no deviations or non-conformances were noted. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon tried to impact tibial insert into tibial base several times but it would not seat. A second implant was opened and was seated. Surgeon stated it may have been a defective implant. There was a surgical delay of a few minutes.